Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to ipg was non functional. The patient underwent replacement procedure. No further information could be obtained despite good faith efforts.